Manufacturer narrative:
The ventilator module was replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the pre-use test was not passed. There was no reported patient involvement.